Event description:
It was reported that, extended heads broke off (tabs) when the rod was being manipulated into place. The doctor met with marketing at training. No complications occurred. Surgery went well."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Two additional screws were mentioned with the same report. It is not known if one or all three were contributing factors in this event. Result, and conclusion will be made available following engineering evaluation.